Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that three weeks after the patient fell down the stairs, there was new thoracic protrusion of the spinal cord stimulation (scs) wire. There was lead migration/dislodgement. The wire positioned caused localized irritation. The rep checked the impedance and indicated the scs was working normally. Imaging on (B)(6) 2017 showed the leads location remained unchanged, however, the retention loop of the scs lead loosened and the wire was displaced. The displaced wire caused local irritation to the skin in the thoracic region. The etiology indicated the relationship of the event to the device or therapy was possibly related, and related to the implant procedure. The lead was repositioned during the revision surgery on (B)(6) 2017. The outcome was reported as resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported a device diagnosis of the "stim wire" was now displaced. There was protrusion of the wire that caused localized irritation. The event was not related to the implant procedure.

Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had pain at the thoracic incision site from the wire. The loop on the lead settled toward the surface of the skin as part of the healing. It was uncomfortable for the patient. It was noted the patient was very thin and that was a contributor. The patient met with the healthcare provider on (B)(6) 2017 and had revision surgery on (B)(6) 2017. The lead was tacked back down and this resolved the issue. No further complications were reported.